Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic for episodes of dyspnea. Upon investigation, loss of capture, undersensing and low pacing impedance were noted on the left ventricular (lv) lead. An x-ray was performed and revealed externalized conductors. The lv lead was reprogrammed to resolve the event. The patient was stable